Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed an e212 error message after pressing the release function. Also, images were not being transferred to a usb. A butter memory reset was done and a b40 error message was displayed. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, b40 (cv failure), could not be identified. Presumably, the b40 occurred due to a failure of cm board, as it was reproduced by the inspection by the repair department. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿n/a because we could not provide the basis for the failure caused by user-misuse.¿ olympus will continue to monitor the field performance for this device.